Manufacturer narrative:
(B)(4). File is not reportable.

Event description:
It was reported that during a nephrectomy procedure, the device stopped working. In particular it didn't work during the coagulation phase. A new device was used to carry out this procedure. There were no adverse consequences for the patient. Additional information requested, but not received.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact.

Event description:
New information received - file is not reportable. The device stopped activating. It was immediately replaced by an device which worked fine. No hemostatis or bleeding issues.